Event description:
The pt received her scs system on (B)(6) 2011. The ipg was placed deeper in the pocket 4 months later. Since then the pt's been unable to locate the ipg with the charger. She was sent a new charger to help resolve the issue but was unsuccessful. The pt is scheduled to have the ipg relocated. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.